Manufacturer narrative:
(B)(6). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic radical resection of rectal carcinoma, the surgeon found it difficult firing the device with the blue reload. Several staples malformed with legs straight. Another like reload was used to complete the anastomosis. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m56237. The analysis results showed that one ecr45b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.